Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 'high' via bg meter with moderate ketones. Correction bolus was delivered to address elevated blood glucose. Customer changed out infusion set and infusion site to address the issue; however, customer reported using admelog insulin. Tandem technical support advised customer that the system is indicate for use with novolog or humalog u-100 insulin only. Customer acknowledged.